Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, a 26mm sapien 3 valve was deployed with nominal volume. During valve deployment, when the certitude delivery system was fully inflated, the balloon burst. Proper frame expansion of the valve and trivial paravalvular leak (pvl) were confirmed. No further treatment, including post dilation of the valve was performed. No injuries to the patient were reported. The valve remains implanted in the patient. The native annular valve area measured 504mm2. Moderate valvular calcification and no aortic root calcification was reported. The certitude delivery system will be returned to edwards lifesciences for evaluation.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal burst from the distal end of the inflation balloon to the middle of the working length. The balloon burst longitudinally, propagating to the radial on the non-working length of the balloon. No relevant functional testing was able to be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. The complaint for balloon ¿ burst was confirmed based visual inspection of the returned device. However, no manufacturing non-conformances were identified during the product evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of balloon ¿ burst was confirmed based on visual inspection of the returned device. As reported in the event description, the valvular calcification was present. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The available information supports that patient factors (moderate valvular calcification) likely contributed to the reported balloon burst when the balloon was fully inflated during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.